Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that sight was bleeding, so changed it out. Customer stated that she had nausea and vomited at that time and had large ketones. Customer stated that had insulin flow blocked message and was 201 mg/dl so bloused before going to sleep woke up at 375 mg/dl so bloused again, around lunch it started rising then it rose to 315 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode or smart guard. Customer stated first blood glucose reading was 315 mg/dl and came down to 104 mg/dl. The insulin pump will not be returned for analysis.